Event description:
It was reported that a peritoneal dialysis (pd) patient has an infection but does not know what it is for sure. The clinic thinks it's related to dialysis. In additional follow-up, a pd nurse familiar with the patient stated the patient was experiencing symptoms of cloudy pd effluent. On (B)(6) 2024, the patient notified the on-call nurse and was instructed to collect a sample of the pd effluent and begin using antibiotics at home (patient has home antibiotic kit). Subsequently, on (B)(6) 2024, the patient was seen in the outpatient pd clinic and had the pd effluent sent for culture. Per the nurse, the culture results are not available. Regardless, per the nurse, the patient is being treated for presumed peritonitis with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol). The patent continues pd with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. It was reported the patient has pets in the home with no door on the room where the patient does dialysis. Per the nurse, the peritonitis is possibly due to patient breach in infection control at home.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis may be associated with a breach in infection control in the home environment where the patient performs pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient has an infection but does not know what it is for sure. The clinic thinks it's related to dialysis. In additional follow-up, a pd nurse familiar with the patient stated the patient was experiencing symptoms of cloudy pd effluent. On (B)(6) 2024, the patient notified the on-call nurse and was instructed to collect a sample of the pd effluent and begin using antibiotics at home (patient has home antibiotic kit). Subsequently, on (B)(6) 2024, the patient was seen in the outpatient pd clinic and had the pd effluent sent for culture. Per the nurse, the culture results are not available. Regardless, per the nurse, the patient is being treated for presumed peritonitis with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol). The patent continues pd with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. It was reported the patient has pets in the home with no door on the room where the patient does dialysis. Per the nurse, the peritonitis is possibly due to patient breach in infection control at home.